Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having degeneration surgery at t3-pelvis. It was reported that a powerease driver was used for an iliac screw and, while the surgeon was tightening the bolt, the head of the driver broke off into the screw. The broken driver head fragment was removed and discarded. It was also reported that a t25 rmas break-off driver tip was warped from normal usage and that a tapered hex screwdriver was warped. No patient symptoms or complications were reported, no treatment or additional surgery was performed as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.